Manufacturer narrative:
The alleged event is confirmed. The reported complaint symptom (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed; failure was due to a burnt transformer on the inverter board; a known good inverter board was installed and the display became fully operational; continued testing. Simulated treatment pre-accelerated stress test 15 minute 1000 ml test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported that at the end of his treatment the screen went blank on the liberty select. Patient has touched the screen and nothing appears on it. Tech support tried to have the patient reboot however the stop key and the ok key did light up but screen is still blank. The liberty select was replaced. Additional information was solicited.